Manufacturer narrative:
Batch review performed on 21 february 2020: lot 186963: (B)(4) items manufactured and released on 16-oct-2018. Expiration date: 2023-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved in the event, batch review performed on 21 february 2020. Ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 187080. Lot 187080: (B)(4) items manufactured and released on 12-dec-2018. Expiration date: 2023-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the cup, liner, and head 11 months after primary. The surgery was completed successfully.